Event description:
A malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue using the pump and to contact support again if the issue reappeared.